Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's mother advises that there been three examples of insulin leaks in the cartridge chamber. The patient's mother alleges that the pump could be causing the leak. No adverse event alleged. A request was made for the return of the device. The tubing and cartridge can't be returned as they've been disposed of.